Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock implanted with an impella cp device for mechanical circulatory support developed ischemia the following day after start of the support. The peel-away sheath was removed, but the patient's pulse failed to return in the lower extremity. The condition was monitored until explant two days later. Pulse returned after explant. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).